Event description:
The svc report shows the customer reported a burnt smell from the ventilator. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).